Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor memorygel breast implant 225cc gel prosthesis, catalog 3507250bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor memorygel breast implant 225cc gel prosthesis. Rupture of the left breast prosthesis was suspected post procedure and confirmed during replacement surgery. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 405cc gel prostheses on (B)(6) 2018.

Manufacturer narrative:
On 05/01/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, the product evaluation (pe) team observed the device severely rented. Microscopic examination of the rent edges revealed no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).